Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6) 2017 for a maxillomandibular fracture fixation for a fracture(right symphysel and right angle fracture), the surgeon was drilling in an intermaxillary fixation screw and it broke into the lower mandible leaving part of the shaft embedded. The surgeon tried to remove it but left it embedded. There was a 30 minute delay. The surgery was successfully completed. No medical intervention was required and the patient was stable. This report is for one (1) 2.0mm imf self drilling screw 8mm this is report 1 of 1 for (B)(4).